Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This spontaneous device only case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a patient of unknown age, origin and gender. Medical history and concomitant medications were not reported. Patient received unknown lilly insulin, via an unspecified reusable lilly pen, for the treatment of diabetes mellitus beginning in 2010. Dosage regimen and route of administration were not provided. On (B)(6) 2016, while on treatment she had high blood glucose from which she was hospitalized (pc: (B)(4), lot: unknown) . Information regarding hospitalization details such as treatment received and lab test performed was not provided. She was discharged from hospital on (B)(6) 2016 (no further details were provided). On (B)(6) 2016 the unspecified reusable lilly pen was discontinued for unknown reasons. Information regarding corrective treatment and outcome of the event were not provided. Insulin treatment was continued. The user of the unknown humapen and his or her training status was not provided. The unknown humapen model duration of use was approximately six years. The unknown humapen was discontinued and if returned, evaluation for malfunction would be performed. The reporting consumer did not know if the event was related to insulin treatment and did not provide an assessment for the unknown humapen device. No follow-up would be requested since the reporter refused to provide more information. Treating physician contact details were not provided. Edit 01dec2016. Case was opened to enter medwatch device fields and the to enter the european/canadian device for device mailing. No new information. Edit 01-dec-2016: upon review of the initial information received on 28-nov-2016, unknown suspect product was removed and insulin was coded as concomitant. No further information was added. Edit 09-dec-2016: information received from the rcp on 07-dec-2016. Product complaint reference number was processed and added to the narrative. No adverse event information was received.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 21dec2016 in describe ev ent or problem. No further follow up is planned. Evaluation summary: a patient reported their humapen device (unspecified model, but identified as humapen ergo ii, based on the patient's description) malfunctioned. The patient experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. The patient reported using the humapen device for six years. While the exact device model was not reported, it was likely a humapen ergo ii based on product available in china at that time and description of "blue, plastic." The humapen ergo ii user manual states the device was designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the complaint of increased blood glucose levels.

Event description:
(B)(4). This spontaneous device only case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a patient of unknown age, origin and gender. Medical history was not reported. Concomitant medications included an unspecified insulin for the treatment of diabetes mellitus. Patient received an unknown insulin, via an unspecified reusable lilly pen, for the treatment of diabetes mellitus beginning in 2010. Dosage regimen and route of administration were not provided. On (B)(6) 2016, while on treatment, the patient had high blood glucose (no results provided) from which patient was hospitalized ((B)(4), lot: unknown). Information regarding hospitalization details such as treatment received and laboratory test performed was not provided. Patient was discharged from hospital on (B)(6) 2016 (no further details were provided). On (B)(6) 2016 the unspecified reusable lilly pen was discontinued for unknown reasons. Information regarding corrective treatment and outcome of the event were not provided. Insulin treatment was continued. The user of the unknown humapen and his or her training status was not provided. The unknown humapen model duration of use was approximately six years. The device was not returned. The reporting consumer did not know if the event was related to insulin treatment and did not provide an assessment for the unknown humapen device. No follow-up would be requested since the reporter refused to provide more information. Treating physician contact details were not provided. Edit 01dec2016. Case was opened to enter medwatch device fields and the to enter the european/canadian device for device mailing. No new information. Edit 01-dec-2016: upon review of the initial information received on 28-nov-2016, unknown suspect product was removed and insulin was coded as concomitant. No further information was added. Edit 09-dec-2016: information received from the rcp on 07-dec-2016. Product complaint reference number was processed and added to the narrative. No adverse event information was received. Update 16-dec-2016: information received from the rcp on 29-nov-2016. Product complaint reference number ((B)(4)) was received; however it was previously processed. No adverse event information was received and no additional changes were performed. Update 21-dec-2016: additional information received on 21-dec-2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.